Manufacturer narrative:
Device was returned and evaluated. The catheter was returned broken at the 7.7 centimeter distal of the backform. The distal section was not returned. The catheter appeared to have been crimped tight at the break site. The outer diameter was reduced and there were signs of a collapsed body tube.

Event description:
It was reported that the catheter broke in half. Follow up indicated that the catheter broke in half when removing the adhesive tape. A new catheter was placed, no interventions was performed, clinician was able to retrieve the distal portion of the catheter without surgical intervention. It was further stated that the patient expired; however, was unrelated to the swan-ganz catheter report. In 2007, it was stated by the nurse that the catheter was crimped tight by the nurses after it broke in half for fear of embolus.